Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea. As it was stated, the light is broken off the arm. There was no injury reported however, we decided to report the issue in abundance of caution as any parts falling off might lead to serious injury. It was established that when the event occurred, the light did not meet its specification and it contributed to event. In the time when the event occurred the device was not used for patient treatment. During the investigation it was found that in the past the reported scenario has never led to serious injury, nor death. The most likely root cause is a violent rotation of the light head. The test re11-052 proves that the stop resists to 50 strong rotations and is compliant to the standard ul60601-1. Furthermore, these cases remain isolated. We believe that this type of our devices are performing correctly in the market.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 30th june, 2020 getinge became aware of an issue with one of surgical lights - lucea. As it was stated, the light is broken off of the arm. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury.